Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the blood sugars was still running high even after using the different box. The customer's blood glucose level were 149 mg/dl, 275 mg/dl, 148 mg/dl and 295 mg/dl. Customer had issues with high blood sugars still running high. Customer declined to troubleshooting for the high blood glucose value. The device will not be returned for analysis.